Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the issue with the pump error continued. They had removed the battery as advised a few months back, the insulin pump did not alarm a pump error for a power system error detected but after a couple of days the insulin pump alarmed a low battery. The insulin pump also alarmed a hardware low level failure twice. The insulin pump also alarmed a motor communication pump error. The customer's blood glucose level was 6.1 mmol/l. The device will return for analysis.